Manufacturer narrative:
(B)(4). Batch # m52j53. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left nephrectomy, on the first firing using a white cartridge the surgeon fired and there was bleeding. The device cut but did not staple. The case was hand assisted and the surgeon placed gauze and used harmonic to control the bleeding. The surgeon continued to use the device for the second, third and fourth firings. The second and third firing went fine. The fourth firing the same issues occurred; cut but did not staple. The surgeon was done with using the device and used harmonic and gauze to control the bleeding and his fingers to dissect. Harmonic and clips were used to complete the procedure. There were no patient consequences. Blood loss is unknown. The patient did not receive a transfusion. There was no change in procedure type.